Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient had questions and was out of it after the evaluation. Two days following the initial report the patient stated they hadn¿t had bladder spasms anymore. The patient stated they had this before the eval started and they weren¿t having them like before the eval. The patient had a slight one the week before but hadn¿t since. The patient stated that they had been nervous because they want the device to help and work so bad. The patient had a program change for program 3 to 2. Two weeks later the patient reported that during their trial it started off rough with symptoms but they made adjustments and switched programs and things ended up going outstanding. The patient stated their trial started on (B)(6) 2017. The patient stated they had been experiencing severe diarrhea and thought it was from the gentamicin they were taking prior to their trial and prior to the implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.